Event description:
A healthcare professional (hcp) reported that the implantable neurostimulator (ins) will be returned for analysis due to the battery dying from early depletion on (B)(6) 2017. No parameters were given, and no patient symptoms were alleged. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37601 lot# serial# (B)(4), product type: implantable neurostimulator.

Event description:
Refer to manufacturer report #3004209178-2017-12910 for details pertaining to the reportable related event.